Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose value was over 1000 mg/dl at the time of hospitalization. The customer could not remember what really happened because he passed out and his daughter called the 911. The customer experienced nausea, vomiting, difficulty in breathing and chest pain due to high blood glucose value. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The customer treated with 10u of bolus and insulin in hospital. Based on customer report customer did not allege pump was under delivering. The customer was unable to continue to troubleshoot because of lost insulin pump. The insulin pump will not be returned for analysis.